Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported system error 105 was unable to be reproduced, but was confirmed through review of the event history log. Physical inspection found the motor was seizing which is a known contributor to the reported symptom. The motor assembly was replaced.

Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no pt involvement.